Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter aortic valve evfxplus-29, a pre-implant balloon aortic valvuloplasty was performed due to calcification. During the deployment of the valve, the patient became hypotensive and unstable and was subsequently placed on support. It was noted that the capsule flare of the delivery catheter system (dcs) was not flush with the nose cone. The issue with the dcs was observed during the first recapture of the valve. The unstable condition of the patient during 80% deployment necessitated the removal of the device, and the capsule damage prevented re-insertion of the device into the patient. The dcs and valve were replaced, and the new system was used for implant.

Manufacturer narrative:
Continuation of d10. Product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. An outcome attributed to adverse event was added. B5. A second paragraph was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter aortic valve evfxplus-29, a pre-implant balloon aortic valvuloplasty was performed due to calcification. During the deployment of the valve, the patient became hypotensive and unstable and was subsequently placed on support. It was noted that the capsule flare of the delivery catheter system (dcs) was not flush with the nose cone. The issue with the dcs was observed during the first recapture of the valve. The unstable condition of the patient during 80% deployment necessitated the removal of the device, and the capsule damage prevented re-insertion of the device into the patient. The dcs and valve were replaced, and the new system was used for implant. Additional information was received to clarify the patient wasplaced on extracorporeal membrane oxygenation (ECMO) and therapeutic support was initiated.